Event description:
It was reported that following a femoral popliteal bypass procedure while transferring the patient from the operating room stretcher to post surgery unit, the popliteal site started to bleed freely. The patient underwent a second operation. The suture that was used for graft anastomosis was found to have been broken. There were no further complications related to this event.